Event description:
The customer's trainer reported via phone call that the customer experienced low blood glucose. Blood glucose reading was in range 50 to 60 mg/dl. They did not state how the customer treated for the low reading. It was reported that they did not receive any alert for low blood glucose on the insulin pump. It was unknown whether the auto mode feature was active or not at the time of incident. The customer declined to troubleshoot for the low blood glucose incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).